Event description:
It was reported that there was difficulty placing the right atrial (ra) lead during implant. The lead kept falling when the helix was deployed. The ra lead had high thresholds and was getting tissue in the helix. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.